Event description:
Caller reported blood glucose results of 457 mg/dl on compact plus system 1, 212 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(4) is for compact plus system 1, medwatch with identifier (B)(4) is for compact plus system 2.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch (B)(6) is for compact plus system 1, medwatch (B)(6) is for compact plus system 2. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.